Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of kinked tubing with two infusion sets which led to leakage. The infusion set was used for over 3 hours. Patient's blood glucose due to issue was 500 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.